Event description:
During a clinic follow-up, a high capture threshold and r wave amplitude variation were observed on the right ventricular (rv) lead. During the revision procedure, the helix of the rv lead was unable to extend. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.